Event description:
It was reported that different staff nurses prime these huber plus with 5ml heparinized saline and realized there were leakage at y connectors. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1860 showed fourteen other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak in the y-site was confirmed; however, the exact mechanism could not be determined. Three 20g huber plus infusion sets were returned for investigation. A microscopic examination of the y-site revealed that the valve housing was out of round. A luer taper gage could not be inserted into the y-site due to the deformation of the valve housing. A functional test revealed fluid leaking from the y-site valve. A review of the manufacturing records showed that the lot met all release criteria. The huber plus infusion sets are 100% leak tested during the manufacturing process. It appears that the y-site valve housing was deformed after the manufacturing process and testing. It is possible that the product was exposed to excessive heat outside bd control; however, it could not be determined where or how the product was damaged. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that different staff nurses prime these huber plus with 5ml heparinized saline and realized there were leakage at y connectors. It was reported this occurred with three devices. This report addresses the second device.